Event description:
It was reported that the customer experienced hyperglycemia. Customer's blood glucose level at the time of incident was 32 mmol/l and his current blood glucose level was 21 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose level. Auto mode feature was active at the time of event. No further patient complication were reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.